Manufacturer narrative:
Please refer to update statement dated 10feb2017 in describe event or problem. No further follow up is planned. Evaluation summary a patient's nephew reported on behalf of his aunt that when using a humapen savvio device, her glycaemia did not decrease. A nurse informed them the device was not releasing insulin. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1410v01, manufactured october 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with respect to dose accuracy or device not working. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerns a female patient of unknown age and origin. The medical history of the patient and concomitant medication were not reported. Patient received human insulin (rdna origin) regular (humulin r) and human insulin (rdna origin) nph (humulin n) both at unspecified dose, frequency, route of administration and indication for use, beginning the treatment on unknown date. It was not clear if the insulins were injected via humapen savvio red. On unknown date, unspecified time frame after the beginning of the treatment with human insulin regular and human insulin nph, patient felt unwell and it was noticed that her diabetes was very high (as reported), which was considered serious by the company to medically significant reasons; it was informed that event when the insulin was injected using the pen her glycaemia did not decrease (lot number:1410v01; (B)(4)). A nurse was called and he noticed that the insulin was not being injected because the pen was defective. Reporting consumer reported that this event almost caused someone s death. The laboratorial exams, corrective treatment and event outcome were not reported. Therapy status with human insulin regular and human insulin nph was not reported. The patient operated the device and it was unknown if she was trained. It was unknown how long the patient had used this device model and the reported device. The device was not returned. The reporting consumer did not provide any opinion of relatedness. Update 24jan2017: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Edit 27jan2017: product complaint number was added in the narrative. Update 31jan2017: additional information received on 30jan2017 from global product complaint database updated the lot number from c401362g to 1410v01 for (B)(4). The product tab for humapen savvio red and the narrative were updated. Update 10feb2017: additional information received on 10feb2017 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerns a female patient of unknown age and origin. The medical history of the patient and concomitant medication were not reported. Patient received human insulin (rdna origin) regular (humulin r) and human insulin (rdna origin) nph (humulin n) both at unspecified dose, frequency, route of administration and indication for use, beginning the treatment on unknown date. It was not clear if the insulins were injected via humapen savvio red. On unknown date, unspecified time frame after the beginning of the treatment with human insulin regular and human insulin nph, patient felt unwell and it was noticed that her diabetes was very high (as reported), which was considered serious by the company to medically significant reasons; it was informed that event when the insulin was injected using the pen her glycaemia did not decrease (lot number:1410v01; product complaint number (B)(4)). A nurse was called and he noticed that the insulin was not being injected because the pen was defective. Reporting consumer reported that this event almost caused someones death. The laboratorial exams, corrective treatment and event outcome were not reported. Therapy status with human insulin regular and human insulin nph was not reported. The patient operated the device and it was unknown if she was trained. It was unknown how long the patient had used this device model and the reported device. Return status of the pen was not provided. The reporting consumer did not provide any opinion of relatedness. Update 24jsn2017: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Edit 27jan2017: product complaint number was added in the narrative. Update 31jan2017: additional information received on 30jan2017 from global product complaint database updated the lot number from c401362g to 1410v01 for product complaint (B)(4). The product tab for humapen savvio red and the narrative were updated.